Event description:
The customer returned the assistant needle holder to the service center for a separate issue. During the device analysis, the field service engineer (fse) indicated that the distal end jaws had broken components. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.